Manufacturer narrative:
A ge service representative performed an on site investigation. The high pressure injector on the system was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a fast stop activated error message. The field engineer noted that this occurred as a result of a system malfunction. This error wil cause the system to lock up and have to be rebooted. There is no report of injury or death associated with the event.